Event description:
It was reported that approximately 15 months post port implantation, the cath-lock/catheter allegedly leaked subcutaneously. It was further reported that the patient required a second surgery to remove the port and catheter, and will require another surgery for new port placement. Reportedly, the patient is in good condition post port and catheter removal.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, however, one electronic video sample was provided for review. The investigation is confirmed for fluid leak and catheter break, as the video appears to show the injected solution leaks out from an opening in the catheter just distal to the cathlock. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code for the powerport implantable port products is identified in d2. H10: d4(expiry date: 05/2020),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Photos were provided for review. Analysis of the photos is currently underway. The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code for the powerport implantable port products is identified. Accordingly, this event has been determined to be MDR reportable. (Expiry date: 05/2020).

Event description:
It was reported that approximately 15 months post port implantation, the cath-lock/catheter allegedly leaked subcutaneously. It was further reported that the patient required a second surgery to remove the port and catheter, and will require another surgery for new port placement. Reportedly, the patient is in good condition post port and catheter removal.